Event description:
In accordance with 21 cfr 803.22 (b)(2), we are notifying you that on july 20, 2012, a customer contacted roche diagnostics and reported an incident that occurred on (B)(6) 2012. Customer reported that he obtained a reading of 74 mg/dl on his accu-chek compact plus glucose monitor, a reading of 95 mg/dl on his one touch blood glucose monitor, and a reading of 145 mg/dl on a second accu-chek compact plus blood glucose monitor. No treatment or adverse event as a result of these readings was reported. The one-touch blood glucose monitor mentioned in this event is not manufactured or imported by our firm. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).